Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings: a review of the pump black box revealed no evidence of a short battery life. There were unexplained pump reboots following a low battery warning. Partially discharged batteries were observed being installed after the complaint. The battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were found to be damaged. The battery compartment threads were found to be damaged. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim and discolored display. Additionally, the pump case was found to be cracked in the upper right hand corner of the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.